Event description:
It was reported that during pre-dilatation with the trek balloon catheter, the balloon was unable to fully dilate in the proximal left anterior descending artery at 9 bars of pressure. The catheter was not properly prepped prior to use and moderate resistance was met at the lesion. Vessel and lesion site were characterized as being mildly tortuous, mildly calcified and eccentric. A voyager nc balloon catheter was used afterwards with pressure being applied close to the rated burst pressure and the procedure was ended. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned catheter confirmed that there was a rupture in the distal taper of the balloon which extended proximally for a length of 8 mm. Scanning electron microscopy (sem) determined that the balloon failure may have been related to exposure conditions and/or a material/processing discrepancy. The rupture appeared to have initiated from the inner surface of the balloon as peeling was observed. There was no report of any leaks noted during preparation for use, which suggests that the balloon was not damaged prior to the procedure. Reportedly, the balloon was not soaked in saline during device preparation. It should be noted that the product instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, any pressure (positive or negative) may cause balloon material movement, which can cause balloon damage/peeling. There were multiple bends noted throughout the entire length of the hypotube. However, this damage was not originally reported and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. Physical resistance during advancement can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interaction with other devices or accessory device support. Furthermore, balloon material ruptures resulting in an inflation issue (incomplete inflation) can be affected by numerous factors such as: balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information provided, the lesion was mildly tortuous and mildly calcified, which may have contributed to the reported difficulties. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received with this complaint, the analysis of the returned product and the results of the sem analysis, the reported rupture appears to be related to the operational context of the device and not a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device (B)(4): incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.